Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The malfunction code was resettable, and technical support assisted the customer with resetting the pump. The customer was instructed to continue using the pump and to call back if the malfunction recurs, which the customer acknowledged and understood.